Manufacturer narrative:
Batch review performed on 28-sep-2022. Lot 2108354: (B)(4) items manufactured and released on 14-sep-2021. Expiration date: 2026-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional components involved: batch review performed on 28-sep-2022. Gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot 2104549: (B)(4) items manufactured and released on 02-aug-2021. Expiration date: 2026-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot 2108881: (B)(4) items manufactured and released on 09-sep-2021. Expiration date: 2026-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 5 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised successfully all the components.